Event description:
It was reported that two voyager nc's ruptured with the first inflation at 14 atmospheres (atms) and 12 atms in the heavily calcified mid right coronary artery. Both voyager ncs were completely removed from the patient. No other balloons were used for further predilatation. The 2.75 x 12 vision was then unable to cross the proximal to mid rca target lesion. A 3.0 x 12 vision was able to cross and was implanted in the target lesion. There were no adverse patient effects. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The voyager nc will be filed under a separate medwatch MFR number. Patient initials: (B)(6). Evaluation summary: analysis of the returned product noted blood and contrast visible in the inflation lumen, balloon and on the shaft. The balloon was loosely folded. This is consistent with use of the product in the patient anatomy. A new indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking from a pinhole in the balloon 1 mm proximal to the distal marker, confirming the reported rupture. There were scratches extending from the pinhole. Balloon ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. Since there was no report of any leaks noted during preparation for use, this suggests that the balloon was not likely damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported rupture. An interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon inflation at 14 atm, which is below the rated burst pressure (rbp) of 18 atm. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. A query of the complaint-handling database was performed and there has been no other incidents reported for balloon ruptures for this lot. There is no indication of a lot specific product quality deficiency. All dilatation catheters are visually inspected and leak tested prior to packaging. A sampling of units is destructively tested to verify rbp. The reported balloon rupture appears to be related to the operational context of the procedure.